Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump has hole. Explant of reservoir and pump. The pump had a hole at top of ball. The reservoir was okay when tested outside the body.

Manufacturer narrative:
Titan pump and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. A separation was noted on the pump bulb. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
On 09/28/2020 02:47 pm (gmt-5:00) added by uskmm (B)(4): this follow-up MDR is created to document the additional event information received for record # (B)(4). Additional information indicated that information received on 08/19/2020 that the reservoir kicked back fluid when attempting to fill once implanted. On explant, it worked okay.

Manufacturer narrative:
According to the available information the penile implant was implanted on (B)(6) 2018 and revised and pump and reservoir replaced on (B)(6) 2020 due to a hole in the pump. The pump had a hole at the top of the ball. The reservoir was okay when tested outside the body. Additional information received indicated that reservoir kicked back fluid when attempting to fill once implanted. On explant it worked okay. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.